Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Customer requested troubleshooting instructions to be sent to them to troubleshoot on their own. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.